Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 0-degree laparoscope for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 0-degree laparoscope was cracked and could not see out of it. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no report of fragment falling from the broken laparoscope lens into patient nor was there any material observed to be detached or missing.